Event description:
Customer left a review on saalt's website explaining that their iud came out when they were removing their cup. Saalt emailed the customer and requested additional information about their experience including the type of cup they were using, their removal techniques, how long their iud had been inserted, how long their cup had been inserted prior to the iud expelling, and we asked for photos of the cup. Customer responded on (B)(6) 2020 and explained this was not the first time they had used a menstrual cup. They stated they thought their iud strings were cut short but was going to follow up with their doctor. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.